Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead raised suspicion of non-capture. The ra lead had been recently implanted and there were few paced beats, but technical services could not tell if there was loss of capture (loc). The atrial automatic threshold was detected as greater than programmed amplitude or suspended. It was found that the test failed due to low evoke response. The patient will be evaluated in clinic. Information was received from the field representative mentioning it was confirmed that no loc was experienced, and the device functioned as expected. The ra lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead raised suspicion of non-capture. The ra lead had been recently implanted and there were few paced beats, but technical services could not tell if there was loss of capture. The atrial automatic threshold was detected as greater than programmed amplitude or suspended. It was found that the test failed due to low evoke response. The patient will be evaluated in clinic. The ra lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.